Event description:
It was reported the pt developed discomfort at the mid-back incision approx one yr ago. The coverage provided by the scs system was satisfactory and remained unchanged. The physician determined the source of the pt's discomfort was the scs lead anchor. The anchor was explanted which resolved the issue (the surgery date is unk at this time). No product will be returned to the MFR for analysis.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.